Manufacturer narrative:
Patient information was unavailable as the site representative declined to provide this information. Issue was found to have resolved the next day with the imaging system and system was fully functional. The system logs were provided for analysis. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spinal fusion procedure, they were unable to take 3d images with the imaging system after taking 2d images. The connection to the navigation system looked normal. But the site was still unable to take the 3d scan. An incision was already made as they had already taken the 2d adjustment images and added the patient reference frame. The surgeon opted to complete the procedure without the use of the imaging or navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome reported due to this issue. The following morning, the customer technical nurse tested the connection and the 3d scan was working normally.